Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the tube could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the air water tube and air water cylinder had foreign material. Additional evaluation findings were as followed: air water-cylinder has=d no color; suction-cylinder has no color; scope-cover plate had discoloration; due to burn on plastic end cover, insulation resistance value at distal end did not meet the standard value; because objective lens was shaved, the image had a dark area partially; objective lens had a crack; light guide lens had a crack; adhesive on bending section cover had a crack; connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that it was found that the air water tube and air water cylinder had foreign material, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.